Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the depletion was due to increased power consumption of the device and recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the depletion was due to increased power consumption of the device and recommended device replacement. This device remains in service. No adverse patient effects were reported.